Manufacturer narrative:
This report will be updated when our investigation is complete.

Event description:
It was reported that during the implant procedure for this left ventricular (lv) lead, the guidewire was observed exiting through the lead body. The lead could not be advanced as intended and was no longer considered suitable for use. A new lead of the same model was implanted, but no acceptable position could be achieved. Therefore, no resynchronization therapy was established and the device was programmed as a two chamber ICD. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. The second lead remains implanted but not in use.